Event description:
Two weeks after receiving two cypher implnts, the patient had a myocardial ingarction. This male patient had the following medical history: stable angina ccs ii, hypercholesterolemia, family history of cad, ejection fraction 40%, and current smoker. Medications at baseline included antiocoagulant other than heparin, lipid lowering agent, ace inhibitor, and statin. Lesion 1-1 was a segment of the proximal left anterior descending (lad). Lesion characteristics are unknonw. A 3.5x 18mm cypher stent (lot number r0303176) was deployed at 18 atmospheres (atms) with no complications. Lesion 1-2 was a segment of the mid right coronary artery (rca). Lesion characteristics are unknown. A 3.5x22mm cypher stent (lot number s0203047) was deployed at 16 atmospheres (atms) with no complications. The patient was discharged four days later. Medications at discharge included: aspirin,clopidogrel, statin, anticoagulant other than heparin, lipid lowering agent and ace inhibitor. Approximately two weeks later, the patient had a new q-wave myocardial infracton (mi) no addtional information was provided.